Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. H6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during a procedure on (B)(6) 2024, the tibial nail aiming arm consistently missed the dynamic slot and if used after compression it could cause further misses. A 10 min surgical delay happened due this reported event. Surgeon had to redrill and make perfect circles. It was further noted this has happened on another occasion with another patient. Both resulted in some minor delay as alternative technique had to be used to align screw hole trajectory. Outcome was clinically acceptable. Both cases were female with one in their 20's and the other 40's. An additional complaint was opened to document the second case. This report is for one (1) connecting screw/ cannulated long for complaint (B)(4). This complaint is linked to (B)(4).